Manufacturer narrative:
Corrected information provided in d4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after surgery, the patient experienced refractive surprise. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) following the secondary implant procedure. Additional information has been requested.